Event description:
After pre-dilating the lesion, the doctor deployed a b5017x device into the right renal artery. As the stent exited the guide catheter into the renal artery, it was noted that the stent was still in it's original placement on the delivery system and that none of the struts were out of alignment. After deployment he observed that one of the prongs from the stent appeared to be sticking through the artery wall. Dr went in with a second balloon and inflated the balloon to allow the artery to close and seal the leakage. As he was removing the post deployment balloon, it was noted that the stent migrated from it's original position (the stent moved approx 1 cm towards the kidney beyond the lesion). He then went in with a symmetry balloon and post dilated the stent. Post-procedure, the leakage was halted and the pt suffered no ill effects. Films have been requested but have yet to received.